Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow up, phrenic nerve stimulation was noted on the left ventricular (lv) lead. X-ray imaging was conducted and revealed lv lead dislodgement. The device was initially reprogrammed and subsequently, the lv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
The reported events were lead dislodgement and phrenic nerve stimulation. A complete lead was returned in one piece. As received, the s-curve hump height was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.